Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 3 patient samples tested for leucocytes on the urisys 2400 instrument. Based on the information provided, the results for 1 patient were erroneous and reported outside of the laboratory. The initial leucocyte result from the urisys 2400 was negative. The result from visual microscopy was 3+ confirming the presence of leucocytes. Both results were reported outside of the laboratory. No adverse event occurred. The urisys 2400 cassette lot number was 20653600. The expiration date was not provided. The field service engineer visited the customer site. He identified an out of range reflectance monitor. The photometer was changed. All other frequency was adjusted. New factory and user calibration was performed.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.since the service action performed by the field service engineer no further discrepant results have occurred and the instrument is working as expected.